Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring chest tube placement and hospitalization. The procedure targeted two nodules. One nodule was located juxtapleural, approximately 3 millimeters from the pleura and near the main fissure. The pneumothorax was identified through a chest x-ray performed during the procedure, leading to the prompt insertion of a chest tube. The patient was monitored in the hospital for two nights before being discharged. The attending physician determined that the pneumothorax was not related to any malfunction of the biopsy device. The physician attributed the complication to the radial endobronchial ultrasound being inserted too quickly into the ion working channel. The physician indicated that no ion device malfunction.